Event description:
Patient tracking received an email reporting a replacement surgery due to the patient's pump being dead and a low battery alarm sounding.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As the device was not returned for additional investigation, a definitive root cause could not be determined. Internal complaint number: complaint (B)(4).